Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant when this right atrial (ra) lead was placed into the heart the pacing thresholds appeared high and upon trying to manipulate the lead the helix would not retract/extend. After several attempt the lead had dislodged. The helix of the lead was manipulated outside the body, but the same results were noted with the helix. A new lead was used. This lead will be returned. No adverse patient effects were reported.

Event description:
Despite efforts to obtain information, lead return information was not obtained.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended with the stylet in the lead. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the is-1 end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. In addition inspection of the electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement and a pacing thresholds issue was not confirmed.

Event description:
Boston scientific received information that during the implant when this right atrial (ra) lead was placed into the heart the pacing thresholds appeared high and upon trying to manipulate the lead the helix would not retract/extend. After several attempt the lead had dislodged. The helix of the lead was manipulated outside the body, but the same results were noted with the helix. A new lead was used. This lead was returned. No adverse patient effects were reported.